Manufacturer narrative:
The customer contacted product support and requested for service repair. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later received, a supplemental report will be submitted.

Event description:
The customer reported that the lower display is blank and will not even turn on. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.